Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 26 mg/dl at the time of the event. The customer was treated with emergency medical services. Troubleshooting was declined by the customer. It was unknown whether the customer was using the insulin pump within 48 hours of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was hospitalized for alleged low blood glucose and insulin delivery anomaly. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. Per freger, mark - software development r&d - prin software engineer, here is my analysis for the timeframe of the event. First of all, I could use only pump and sensor history for the analysis since long and detailed traces do not cover this timeframe. Regarding customer concern: customer stated that her carb ratio changes on it's own and it gives her the wrong amount of insulin, basal amount delivered 16x0.8=12.8 u and total amount of basal insulin was 1.8+3.0+12.8=17.6 that was very close to the daily totals since long traces that show delivery process as per each motor stroke are not available, more accurate analysis cannot be performed. The carb ratio = 8 did not change. All programmed bolus amounts were delivered. Total boluses: 2.7+2.3+3.7+11.3 = 20u matches exactly to the daily totals: daily total of bolus insulin delivered = 20 regarding customer states that the insulin pump kept giving her insulin even though she was low. The user entered blood glucose reading manually and during the day the lowest blood glucose reading was 251 mg/dl. The user did not use continues glucose monitering and did not set any low alerts, and that¿s why pump was delivering insulin even when user had low blood glucose. Insulin pump simply did not know the user had low blood glucose. Conclusion: I did not find evidences of mis-delivery ¿ pump behaved as expected. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The device did not have a battery installed when received. The device passed the functional testing. Unable to confirm alleged low blood glucose insulin delivery anomaly (carb ratio changes on it's own and it gives her the wrong amount of insulin) not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6- health effect imapct code with this report.

Event description:
Customer reported that the pump changed her carbohydrate ratio on its own and gave her the wrong amount of insulin. She said it kept giving her insulin even though she was low. Paramedics were called and she was taken to the hospital on (B)(6) 2022 for low blood glucose of 26mg/dl. She was treated with glucagon. Pump was used at the time of the incident. It was unknown if auto mode was used.